Event description:
Patient contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014, they experienced a hardware failure. Dexcom technical support advised patient to reset the device on (B)(6) 2014. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.